Manufacturer narrative:
Based on the available information the device will not be returned therefore an evaluation of the device cannot be performed. A review of the device history is not possible because the lot number was not communicated. Should additional information become available, it will be provided in a supplemental report.

Event description:
It was reported that following the primary surgery last december for a gamma4 nail, the patient was progressing well. However, after a fall, the nail broke at the proximal junction of the lag screw, leaving the patient wheelchair bound. A revision surgery was performed to remove the broken nail and convert to a total hip replacement.

Event description:
It was reported that following the primary surgery last december for a gamma4 nail, the patient was progressing well. However, after a fall, the nail broke at the proximal junction of the lag screw, leaving the patient wheelchair bound. A revision surgery was performed to remove the broken nail and convert to a total hip replacement.

Manufacturer narrative:
Correction to d9(product available to stryker) the reported event could be confirmed, since the device was returned for evaluation and matches the alleged issue. The device inspection revealed the following: the received nail is completely broken in the webs of the proximal lag screw hole. Severe drill marks were found at the lateral entrance of the hole majorly along the posterior web on the distal & proximal portion of the nail; they progress inwards through the bore towards medial. The drill marks were generated by a deviated lag screw step drill which most likely had created the starting point of the fracture (notching effect) somewhere at the lateral edge on the posterior web. The fracture pattern resembles a fatigue fracture, evident by visible lines of rest, relatively smooth fracture surface on initiation side. The breakage initiated in a fatigue manner which is also evident by presence of plastic deformation on the posterior web medially. It broke instantaneously from the other side due to high tension and loading. Signs of overloading was visible on the medial side of the nail, evident by severe deformation. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. No indications of material, manufacturing or design related problems were found during the investigation. A review of the labeling did not indicate any abnormalities. With the available x-rays and patient details, a medical opinion was taken from our hcp which stated: unfortunately, we are not in possession of the first series of x-rays. However, if I understand it correctly the device was implanted in (B)(6) 2023. In (B)(6) 2024 the patient sustained a fall. If normal healing would have occurred, you might have expected for the fracture to have completely healed in a period of 8 months. There are several options: 1: the fracture did not heal normally, a delayed or non-union was ongoing/ present. Which already weakened the nail/lagscrew interface, so that is broke due to the fall 2: a bit rarer, but maybe not impossible, the fracture was healed but due to a fall with high(-ER) energy the stress on the implant and the bone caused a failure of the implant and the bone again. Because we lack information x-rays and follow-up after the initial trauma it is not easy to determine which of the two occurred here, although the second option would be rarer. Based on the available information and the medical assessment, a definitive root cause of the issue cannot be determined. The reason of breakage is multifactorial involving user and patient related factors both. On the user end, intra-operative mis-drilling (evident in the returned nail) could have also weakened the nail initially. On the patient side, potential non-union and aided by the fall of patient may have led to breakage. The operative technique clearly warns the user: ensure that the precision pin is centered within the lag screw sleeve when reaming in order to avoid collision with the nail which may reduce the fatigue strength of the implant. The IFU states: the patient should be advised that the device cannot and does not replicate a normal healthy bone, that the device can break or become damaged as a result of strenuous activity or trauma and that the device has a finite expected service life. Removal or revision of the device may be required sometime in the future due to medical reasons. If any additional information is provided, the investigation will be reassessed.